Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and advised the customer to continue using the pump while monitoring for recurring issues. No further issues were reported after the reset.